Event description:
The facility, gables, called stating that the seat on the 65650r rollator allegedly split in half while the patient was seated. The malfunction has not been confirmed. No injury alleged. MDR filed.